Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow up, the left ventricular lead exhibited loss of capture. The lead was explanted and replaced. The patient was fine.